Event description:
It was reported that during a pump replacement, it was discovered that the existing pump connector was connected; however, the catheter segment had become disconnected from the pump connector. The catheter was still intact in the intrathecal space, so the catheter was revised at the pump site. The patient noted they did not think the device/therapy was working, but it was unknown when the patient first thought the device/therapy stopped working for her. The patient was having a return of chronic pain. The patient was stable, but was not receiving effective therapy at that time. The patient was to follow up with their managing physician for therapy evaluation. The patient was also taking morphine at the time of the event. The pump system was being used to infuse hydromorphone. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n172722016, implanted: (B)(6) 2008, product type: catheter. (B)(4).